Event description:
It was reported that this patient was sleeping, and this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited oversensing of noise, resulting in a shock. The patient was admitted to the hospital. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising to perform additional troubleshooting, integrity testing and x-ray imaging. When manipulating the device and electrode points, oversensing of noise, and signal artifact are seen in the primary and secondary vector. Ts recommended programming device to alternate vector. The x-ray images revealed the electrode position is unchanged from implant. The patient was discharged home. A boston scientific representative went to the patient's home for further evaluation and provided the latitude home monitor system. Further testing revealed saturated signals of artifact in the alternate vector. A technical service consultant again reviewed additional information, advising that the chronic artifacts, and increasing shock impedance from 55 ohms to 75 ohms from (B)(6) 2024 to (B)(6) 2025, could indicate a connection issue between the device header and electrode. The device and electrode remain implanted. No additional adverse patient effects were reported. New information was received indicating that a ts consultant reviewed device data, and x-ray imaging. Noting that sometime between (B)(6) 2024 and (B)(6) 2025, x-ray imaging revealing that the system started moving. The device detached from the fascia and has rotated counter- clockwise. The electrode has also moved, and in a stretched position. Ts advised with the rotation of device, and traction on the electrode, this could cause moisture to enter in the header, causing increased shock impedance. Shock impedance has increased from 55 ohms to 70 ohms.

Manufacturer narrative:
New information was received indicating that this s-ICD device and its electrode were surgically explanted due to oversensing of noise, resulting in inappropriate shock. A new s-ICD and electrode where implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was sleeping, and this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited oversensing of noise, resulting in a shock. The patient was admitted to the hospital. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising to perform additional troubleshooting, integrity testing and x-ray imaging. When manipulating the device and electrode points, oversensing of noise, and signal artifact are seen in the primary and secondary vector. Ts recommended programming device to alternate vector. The x-ray images revealed the electrode position is unchanged from implant. The patient was discharged home. A boston scientific representative went to the patient's home for further evaluation and provided the latitude home monitor system. Further testing revealed saturated signals of artifact in the alternate vector. A technical service consultant again reviewed additional information, advising that the chronic artifacts, and increasing shock impedance from 55 ohms to 75 ohms from (B)(6) 2025, could indicate a connection issue between the device header and electrode. The device and electrode remain implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was sleeping, and this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited oversensing of noise, resulting in a shock. The patient was admitted to the hospital. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, advising to perform additional troubleshooting, integrity testing and x-ray imaging. When manipulating the device and electrode points, oversensing of noise, and signal artifact are seen in the primary and secondary vector. Ts recommended programming device to alternate vector. The x-ray images revealed the electrode position is unchanged from implant. The patient was discharged home. A boston scientific representative went to the patient's home for further evaluation and provided the latitude home monitor system. Further testing revealed saturated signals of artifact in the alternate vector. A technical service consultant again reviewed additional information, advising that the chronic artifacts, and increasing shock impedance from 55 ohms to 75 ohms from (B)(6) 2024 to (B)(6) 2025, could indicate a connection issue between the device header and electrode. The device and electrode remain implanted. No additional adverse patient effects were reported. New information was received indicating that a ts consultant reviewed device data, and x-ray imaging. Noting that sometime between (B)(6) 2024 and (B)(6) 2025, x-ray imaging revealing that the system started moving. The device detached from the fascia and has rotated counter- clockwise. The electrode has also moved, and in a stretched position. Ts advised with the rotation of device, and traction on the electrode, this could cause moisture to enter in the header, causing increased shock impedance. Shock impedance has increased from 55 ohms to 70 ohms. New information was received indicating that this s-ICD device and its electrode were surgically explanted due to oversensing of noise, resulting in inappropriate shock. A new s-ICD and electrode where implanted. Besides surgical intervention, no adverse patient effects were reported. At this time the product has been returned and product analysis complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.